Manufacturer narrative:
While performing a review of additional information provided via email by the customer, it was discovered that this file was invertedly assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-00181582 is no longer considered reportable, please disregard any MDR reports associated with it

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service a system failure occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.